Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db220145dc0 model: db-2201-45-dc serial:(B)(6) batch: 7075150.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed perielectrode edema twenty-seven days after the implant procedure and had symptoms of dizziness, and posteral instability. The edema was found, with computed tomography (CT), around the implanted electrode. The physician suspected foreign body reaction and was administered dexametasona. The patient is doing fine.